Event description:
The valve opening area approximately 0.8 cm2, pmax 108 mm hg, pmean 68 mm hg) and slight insufficiency. A non-edwards valve was implanted through transfemoral approach with no complications.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause of the event remains indeterminable; however, patient factors may have contributed to the event. Attempts to retrieve additional information are in process. A supplemental MDR will be submitted once new information is received. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a clinical trial patient with a 23mm aortic pericardial valve implanted underwent transcatheter aortic valve implantation after an implant duration of eight years, five months, due to calcific degeneration leading to stenosis and insufficiency. As reported, patient expired approximately four months after the procedure due to carcinosis. No additional information was provided.